Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse was dispatched and on (B)(6) 2016 replaced buffer valve #3. Performed drain flush and monitored pump pressure for all 3 buffer valves. Replaced tubing for line fileter due to excessive stress on peek tubing. The most probable cause of the reported event was faulty 2-way solenoid valve.

Event description:
On (B)(6) 2016, the customer reported intermittent low pressure with their hlc-723g8 analyzer. Customer reported low pressure, was intermittent after entering standby, now happening with every run when if finishes a run. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.